Event description:
A male pt underwent evar on (B)(6) 2014. On final angiography run there was a blush of contrast noted from the proximal right zenith spiral-z limb at the level of the 30mm gold marker. Assoc physician took no further action at this time; however, it was commented it could be a suture hole. Apart from the successfully deployed graft, no part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.